Event description:
(1/2, reference (B)(4) for related complaints) (documenting cassette#1) per email: inbound. Patient reports no disposable, pump won't run alarm on both pumps using 2 different 100 ml cassettes. No further details provided.